Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while at the heart clinic "last wednesday and they did some adjustments, but I'm still having issues." Follow up concluded that the patient felt better from dyspnea on exertion and fatigue, however, had recurrent intermittent phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed. The patient returned the following week due to a return of phrenic nerve stimulation that had been keeping them awake at night. The lv lead was again reprogrammed. The patient returned to the clinic 10 days later with continued phrenic nerve stimulation. The patient indicated there was a decrease in phrenic nerve stimulation, however, it was still occurring and causing them to have difficulty falling asleep. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.